Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed the ise drain was clogged. The fse identified the failure mode as multiple hardware. The fse cleaned the ise drain and replaced the tubing and electrodes to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results for ion selective electrode (ise), including sodium (na), potassium (k), and chloride (cl) with negative anion gaps on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.